Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a pouch with a loop stoma procedure, the device did not fire correctly thru the whole staple line. Some staples did not form the complete b shape. Per the surgeon, the tissue was the same thickness the whole way thru. It was not reported what was used to complete the procedure. There were no adverse consequences for the pt.